Event description:
The balloon leaked. No alarm sounded from the system 98 pump. On 12/22/08, rec'd mandatory medwatch from facility. Reported intra-aortic balloon catheter rupture, blood observed in pneumatic drive line. Pump failed to alarm. On 1/12/09, rec'd facility report from contact at facility. The contact reported the pt was very ill. In 2008, the pt had CABG to obtuse marginal and posterior lateral arteries, resection of anterior apical ventricular aneurysm with patch closure. A second iab was attempted 3 hrs later but was unsuccessful and the pt expired. The pt had past history mi, chf, eject fraction 40%, diabetes, cva, copd and hypertension.